Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during dwell three of four. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) had the home patient (hp) close all clamps and cycled the power to clear the alarm. The hp would complete therapy with manual supplies. There was no patient injury or adverse event associated with this report. No additional information is available.